Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shut off during patient monitoring. The patient involved did not experience any harm or adverse impact.